Event description:
The reporter contacted animas on (B)(6) 2013 alleging the insulin remaining in the cartridge is less than what the pump indicates. The patient reportedly filled the cartridge to ¿full¿ the prior night and at the time of the call, the pump has calculated 60 units of insulin remaining in the cartridge. The cartridge was visually checked and had only 1.0 unit remaining in the cartridge. The total daily dose record showed a total of 47.15 units dispensed since the newly filled cartridge was placed. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.